Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). After crossing a guide wire to the lesion, a 6.0mmx100mmx150cm (4f) sterling¿ balloon catheter was advanced for dilatation. However, during the 1st inflation, the balloon ruptured. The procedure was completed with a 5mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling mr balloon catheter. The balloon was loosely folded with blood in the lumen and balloon. Microscopic investigation of the balloon revealed a pinhole that was 46mm proximal of the distal markerband. There is no indication the device was inflated over rated burst pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). After crossing a guide wire to the lesion, a 6.0mmx100mmx150cm (4f) sterling balloon catheter was advanced for dilatation. However, during the 1st inflation, the balloon ruptured. The procedure was completed with a 5mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.